Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Gas loss alarm occurred during iabp therapy and was resolved after identifying and correcting a loose helium tubing connection; no recurrence reported during the call and no device malfunction confirmed. No harm was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, g3, g6, g7, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: d10, h6 (component codes) revert d5 (other operator of med. Device) and h4 sections to blank. The issue was resolved by identifying and tightening the loose helium tubing connection, after which the alarm cleared and the system functioned normally with no further gas loss detected.